Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The right atrial (ra) lead dislodged and pulled back into the front part of the superior vena cava (svc) which was confirmed by chest x-ray. The ra lead was reprogrammed and later revised and remains in use. No further patient complications have been reported as a result of this event.